Event description:
We compounded ancef in a baxter 6060 100ml bag with tubing attached. It went to the patient's home where the nurse tried to hook up the bag of antibiotic. The bag (with tubing attached) read an error message of downstream occlusion on the baxter 6060 pump. We switched out pumps but the same message came up. We made a new bag of antibiotic and the new tubing worked. We saved the original bag for evaluation.